Event description:
It was reported that during the lap hysterectomy procedure, the device came in contact with the grasper and the blade broke off, but was found using x-ray. No further info available at this time.

Manufacturer narrative:
Date sent: 11/11/2008. Info is unavailable; device was not returned for evaluation.